Manufacturer narrative:
Exemption number: e2014018. Investigation: a visual inspection of the instrument was made. A chipped off piece of insulation was seen (not mentioned in the complaint, most probably caused during the transport-handling, no defects or abnormalities were found. The mechanical functions were checked. The clamping and the cutting function worked well. The function and the resistance of the system was checked. The jaw was cleaned with hydrogen peroxide. Then connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well-known current, it is possible to calculate the real resistance on load operation. Result: the upper limit of the resistance of the complete instrument is 4,0 ohms and the determined value therefore is therefore out of specification. The resistance of the two paths was measured and it was found that the path to the lower electrode has an infinitely high resistance. To ascertain the root cause, the handle was opened and investigated the distal sliding contact (responsible for the lower jaw-electrode). Blood soiling was found. Lastly the presence of the shaft gasket was checked. The gasket was mounted. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably design and/or usage and/or patient related. Rationale: the caiman instrument contains a gasket to avoid the soiling of the sliding-contacts in the handle. Under unfavorable conditions (insufflation with to high pressure, blood diluents or similar), it is possible, that small quantities of blood can get into the handle and on the sliding contacts. The shaft gasket was mounted, a manufacturing error can be excluded.

Event description:
It was reported intraoperative coagulation was insufficient. During a surgical procedure the patient experienced mild bleeding due to coagulation difficulties. The patient was not in danger. The procedure continued using other methods of coagulation such as ligatures and classic bipolar forceps. No other information has been provided. Additional information has been requested, however, not yet received.